Event description:
Patient a. Adult female required midline for IV vancomycin. During midline insertion, peel-away introducer failed to separate properly - causing catheter to withdraw. Required introducer to be cut to be removed. No patient harms. Patient b. Adult female required midline. During midline insertion, peel-away introducer failed to separate properly - causing catheter to withdraw. Required introducer to be cut to be removed. No patient harms.